Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 27 of 27 devices were returned for evaluation. Evaluation of 5 devices found them all to be within specification. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of four devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap for these devices. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of four devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap for these devices. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of six devices found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap for these devices. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of four devices found excessive wear due to a lack of proper maintenance and lubrication. A friction problem was identified from pressure on the cap. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. This device had a deformation issue (dent). The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 27 malfunction events where a midwest e plus 1:5 high speed contra angle attachment overheated. Three patients experienced minor burns, no intervention was required. There was no injury in 23 of the events. There was one event where the patient outcome is unknown.